Manufacturer narrative:
On 8/18/17 the fse replaced the backup battery to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a beeping noise every 60 seconds and led flashing that indicates charging. The customer reported there was no patient involvement.